Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed it is possible to see that the guidewire was bent, stretched at the distal section. Additionally, the coating hydrophilic was separated. No more damages were detected.

Event description:
It was reported that a guidewire tip fracture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified m1 middle cerebral artery. A 200cm x 10cm gw fathom periph was selected for use. During the procedure, after access was established, the fathom wire was prepared to be placed in a non-boston scientific microcatheter to perform stent thrombectomy. When the guidewire was shaped outside the patient's body, it was noted that the tip of the wire fractured and could not be used. The procedure was completed with another of the same device. No patient complications and the patient status was stable.

Manufacturer narrative:
E1 - (B)(6).

Event description:
It was reported that a guidewire tip fracture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified m1 middle cerebral artery. A 200cm x 10cm gw fathom periph was selected for use. During the procedure, after access was established, the fathom wire was prepared to be placed in a non-boston scientific microcatheter to perform stent thrombectomy. When the guidewire was shaped outside the patient's body, it was noted that the tip of the wire fractured and could not be used. The procedure was completed with another of the same device. No patient complications and the patient status was stable.